Event description:
It was reported that, "the pt underwent hip replacement surgery in 2006". It was further reported that, "after implantation, the pt began experiencing significant pain, constant irritation and discomfort in the area of his hip".

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No add'l info is available at this time. The devices are not available due to the ongoing litigation.